Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a coronary artery bypass surgery on (B)(6) 2019 and the suture was used. During the surgery, the pull off suture needle occurred. Another like device was used to complete the procedure. There were no adverse consequences reported.